Event description:
In 2006, a trauma patient underwent repair of the thoracic aorta using the gore tag thoracic endoprosthesis. Two days later, the graft infolded. An auxiliary bilateral femoral graft ( type unknown) procedure was performed to increase perfusion to the patient's lower extremities. At this time, the graft remains in the patient without additonal known sequela resulting from its placement. The patient continues to receive additional medical care related to other injuries sustained in the motor vehicle accident.